Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was displaying an unknown error message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2018, between 2 pm and 4 pm. The patient stated that she manages her diabetes, with insulin (novolog), oral medication (metformin), diet and exercise, and that she made no changes to her normal diabetes management regimen, in response to the alleged issue. The patient reported that after the meter issue began, she developed symptoms of ¿severe headache and improper vision¿. In response to the alleged symptoms, the patient reported that she called her doctor, and was advised to drink extra water. During troubleshooting the csr noted the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.